Event description:
Voluntary medwatch received states that the patient's right atrial (ra) lead was surgically capped due to a product performance issue. Subsequently, a new ra lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
UDI is not available as product information was not provided.